Event description:
The rotablator device was used to treat a restenotic stent in the left anterior descending. The procedure was going fine following ablation with two different burrs. Upon insertion of the post dilation balloon, the physician noted a clot formation in the left main. The pt experienced a drop in blood pressure. Activated clotting time was taken and recorded results of 140. Despite administration of heparin and reapro, the pt continued to be unstable. The pt was placed on an intra-aortic balloon pump and subsequently sent to bypass surgery. Pt expired 6 hrs after surgery.